Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Implant surface not completely covered with bone and immediate extraction site. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.